Event description:
It was reported that while using bd lsrfortessa¿ so waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: customer reports drain pump failure. Led activated, probes cleaned. However, the waste container does not drain and pump not engaged. Additionally, on 202-04-12 the fse provided the following additional information: fluid leaking waste, not pressurised. Not contained within instrument.

Manufacturer narrative:
After further review MFR#2916837-2021-00201 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd lsrfortessa¿ so waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: customer reports drain pump failure. Led activated, probes cleaned. However, the waste container does not drain and pump not engaged. Additionally, on 202-04-12 the fse provided the following additional information: fluid leaking waste, not pressurised. Not contained within instrument.